Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 500 mg/dl. Customer stated that her insulin pump had a no delivery alarm, she stated that at the time to removed her infusion set from her body the cannula was bent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.